Event description:
The product was used during an unspecified procedure. Reportedly, the clips were ejected prematurely. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/18/97 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.